Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal (type, dose, concentration, and lot # unknown). The indication for use was intractable spasticity and multiple sclerosis. Per the surgeon's office, beginning at an unknown time, the patient had ongoing pain in the pump area. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The surgeon planned to relocate the pump and downsize the pump to a 20 cc pump, per the patient's request. The issue had not resolved as of the date of this report, but the patient's status was "alive - no injury." The patient had a medical history of multiple sclerosis. The surgical intervention had not occurred, but it was scheduled for (B)(6) 2016. Information regarding the cause of the issue, additional medications taken at the time of the event, additional troubleshooting, and the outcome were not provided. Additional information has been requested, but it was not available at the time of this report. The patient was receiving unknown intrathecal baclofen 500mcg/ml, 154.97mcg/day. Medical history includes multiple sclerosis, arthritis, hypertension, hyperlipemia, and diverticulitis. There were no known drug allergies. The patient stated that the discomfort was from the tip of the catheter access port (cap) poking, and it started p oking her shortly after implant. A pocket revision was performed on (B)(6) 2016 and it was unknown yet if the pain had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.